Event description:
There was no report of device malfunction of failure. The plaintiff was undergoing a coronary artery bypass graft procedure. The endocoronary sinus catheter was inserted into the right internal jugular vein and advanced into the coronary sinus using transesophageal echocardiography for guidance. Ventricularization of the coronary sinus pressure wave form was achieved after injecting 0.5 cc of saline into the balloon. Cadioplegia was delivered without difficulty. The balloon was left inflated throughout the case, as is the practice at this hosp. When the surgeon opened the pericardium, he noted a small amount of blood in the pericardial space. He localized the source to a small transverse tear in the wall of the coronary sinus at the site of the balloon. The tear was repaired through the thoracotomy incision and the coronary artery bypass graft completed. There was no postoperative complications related to this event.